Event description:
Treatment of an avm. It was reported the patient was treated with two vials of onyx via one marathon catheter. At the end of procedure, the catheter could not be retrieved and was left in the patient.no complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00036.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.model# and lot# of other onyx involved:model: 105-7100-060, lot# 9516164 - dom: 11/16/2011 - exp: 09/01/2014.(B)(4)